Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, dilation of the patient's vagina was difficult and sheat insertion was successful. Approximately 15 seconds into the ablation portion of the procedure, there was a 10cc fluid loss alarm. The physician moved the sheath towards the fundus and restarted the procedure. After approximately 30 seconds, a second 10cc fluid loss alarm occurred. The physician applied a second tenaculum due to the patient's unusual anatomy and restarted the procedure. After approximately 40 seconds, a third 10cc fluid loss alarm occurred at 40 cc/minute. The physician aborted the procedure and began the cool down process. There were no further complications reported with this event and the patient's condition is reported to be "fine". Follow-up information received stated that a cervical leak occurred during the procedure.